Event description:
It was reported that the patient implanted with an atoms sling later underwent implantation of an artificial urinary sphincter (aus). Additionally, it was noted that the patient remained continent with the sling until approximately 3-6 months ago, when mild incontinence returned. The physician attempted to top up the atoms sling using an incorrect needle, which damaged the sling and necessitated the aus implantation. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).